Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was greenish and partial. Customer¿s blood glucose level was 215 md/dl. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, or unexpected display anomalies were noted during testing. Did not note any green tint to the display as the customer claims.